Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise and pacing inhibition when isometrics was performed. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise and pacing inhibition when isometrics was performed. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: impact codes.